Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer's blood glucose level was 81 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and also had manual injections available.